Event description:
The customer's father called to report that insulin was leaking from the reservoir. The customer was not present during the call, therefore, troubleshooting was not possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.